Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: premature stent deployment. Time of malfunction: during preparation. Symptoms/ae: no pt involvement. It was reported that an xpert stent, which was to be implanted in an unspecified location, partially deployed during preparation. The device was discarded and a second xpert stent was used. No pt involvement. No add'l info is available.